Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, while attempting to advance a pod6 coil through a px slim delivery microcatheter (px slim), the physician encountered resistance after the coil advanced about twenty centimeters through the px slim. The physician then removed the pod6 coil, flushed the px slim and made another attempt to advance the coil. However, resistance was encountered at the same location. Therefore, the pod6 coil was removed and the procedure was completed using the same px slim, a new pod8 coil, ruby coils, and non-penumbra coils. It should be noted that the physician used a rotating hemostasis valve (rhv) and flushed the px slim between each coil. There was no report of an adverse effect to the patient.